Manufacturer narrative:
No allegation of product malfunction has been reported, no x-rays were provided to confirm the alleged event. Product remains in-situ. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels..."

Event description:
On (B)(6) 2014, patient underwent an anterior cervical discectomy and fusion procedure. Approximately six hours post-operatively patient was admitted to the hospital with swelling in the neck. Patient was taken back for an emergent procedure where a hematoma was found in the prevertebral space. Further exploration found arterial bleeding. As per reporter bleeding was cauterized primarily and bleeding stopped.